Event description:
Event description guidant received information that abnormal impedance measurements were obtained on this atrial lead. The pacemaker was programmed from ddi to vvi mode. Later, the lead was confirmed to have become dislodged. During an invasive procedure to revise the lead, the lead was observed to have fractured. The lead was returned to guidant for analysis.